Event description:
During an emergency support program (esp) call, the customer reported concern regarding rapid battery depletion on a cardiosave intra-aortic balloon pump (iabp) during patient ambulation. The patient was awaiting heart transplantation and was supported with an axillary intra-aortic balloon (iab). Recommendations included verifying adequate charging time, using an alternate pump or battery if needed, and referring the device to biomed for evaluation after therapy completion. No harm was reported.

Manufacturer narrative:
E1 - event site name -(B)(6) upon completion of the investigation into this event a follow up report will be submitted.